Event description:
It was reported the intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer administered an injection manually and resumed insulin use. The customer continued to use the pump for insulin therapy.